Event description:
During the eval of a returned colleague infusion pump (uim software (B) (4)/unremediated), an inoperative pump head module (phm) keypad was discovered. No pt injury or medical intervention was associated with this event. No add'l info is available.

Manufacturer narrative:
(B) (4). This device is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.